Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, bench testing was performed and determined that the AED was unable to initiate a shock, reporting the message: "service required, shock canceled". Further investigation attributed the issue to contamination of the k1 relay. While the initial customer report was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.